Event description:
It was observed that during the device evaluation, the lens of the main unit is scratched, the main unit is flooded, corrosion on the free lock lever, and pixel defects (white scratches). There were no reports of patient involvement.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Additional issues found during the evaluation were the lens of the main unit is scratched, the main unit is flooded, corrosion on the free lock lever, and pixel defects (white scratches). A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU applicable sections the following is described in the "precautions" section of the instruction manual "for safe use_handling and general precautions": ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. IFU applicable part the following description is found in "caution" in the instruction manual "care, storage, and disposal_care of external part and cover glass_care of external part and cover glass". Do not use a hard cloth, etc., which may scratch the cover glass. IFU applicable part the following statement is found in the "warning" section of the instruction manual "for safe use_endoscope image disappearance and freezing". Do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the product's internal electric circuits. Olympus will continue to monitor the field performance of this device.